Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel mouth was cracked, socket slider switch had a poor connection which caused an intermittent use of high intensity mode, an old version igniter and iris cable needed to be upgraded, a non-olympus lamp¿s meter was reading at 100+ hours with light output measured within range, and corrosion inside air pump tubing. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure, the main light of a evis exera ii xenon light source causes the screen to flicker and black out when placed into automatic mode and when looking through the scope. When it is manual mode, the subject device works fine. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a cracked front panel of the connector portion, a poor connection of the socket slider switch, an old version of the ignitor/iris cable, corrosion inside the air pump tubing, and a non-olympus lamp. The reported event was not confirmed. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the screen flickering/not being displayed when the main lamp was set to automatic mode could not be identified, nor could the phenomenon be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
During the middle of the procedure the failure occurred. The physician was looking at the colon at the time the device failed. The intended procedure was completed using the same device by switching to manual mode and it operated correctly.

Manufacturer narrative:
Updated fields: b5 this report is being supplemented to provide additional information provided by the customer.